Manufacturer narrative:
The unit returned has telescope damage. Analysis of returned product revealed that the device has the imaging window missing. The imaging window was detached and part of the cable was not present (apparently ripped out). The device was not in good enough condition to be properly analyzed, and could not be tested for crossing issues. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 05-jul-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was used to view the lesion. When the physician was about to measure the length of the lesion, the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed that the unit has telescope damage and the device has the imaging window missing.